Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The account found there was a pinch in the hand pendant cord. The account replaced the hand pendant cord to resolve the issue.